Event description:
During the procedure a retriever was used for a left internal carotid artery occlusion. Two passes were made with this device. A post procedure CT scan revealed a putaminal hemorrhage and a subarachnoid hemorrhage. One day post-procedure the hemorrhage increased and the patient passed away. The physician believes that the patient's outcome is due to expansion of the hemorrhage.

Manufacturer narrative:
Correction: type of reportable event - corrected.

Event description:
During the procedure a retriever was used for a left internal carotid artery occlusion. Two passes were made with this device. A post procedure CT scan revealed a putaminal hemorrhage and a subarachnoid hemorrhage. One day post-procedure, the hemorrhage increased and the patient passed away. The physician believes that the patient's outcome is due to expansion of the hemorrhage.

Manufacturer narrative:
Device will not be returned.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, hemorrhage and death are noted as potential complications associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural and patient complications has been assigned to this event.

Event description:
During the procedure a retriever was used for a left internal carotid artery occlusion. Two passes were made with this device. A post procedure CT scan revealed a putaminal hemorrhage and a subarachnoid hemorrhage. One day post-procedure the hemorrhage increased and the patient passed away. The physician believes that the patient's outcome is due to expansion of the hemorrhage.